Manufacturer narrative:
H10: the actual sample was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video shows the product during treatment with water drops coming out in the header area. The reported condition was verified. Based on the location of the water leakage on the header cap in the video, the most likely cause is a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: e1: initial reporter address: (B)(6). E1: initial reporter city : should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the red dialysate port of a polyflux 140h set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.